Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packages do not open cleanly making sterility difficult with a bd syringe 20 ml ll s/c. The following information was provided by the initial reporter: it was reported that the packages do not open cleanly and often rip or tear, making sterile drops difficult.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. There are 2 opening techniques for blister with direct seal described below: 1) "opening with knuckles roll" is considered when a syringe or hypodermic needle opens in a sterile area. To open the blister, first the ¿peel apart¿ should be taken with both hands, each tab should be handled between the thumb and index fingers. The blister should be taken with the paper in the left hand and the film in the right hand]. Then, the blister should be opened with both hands equally with the product (syringe or needle) at the beginning of the opening. It should be opened with one movement in a moderate speed, moving both hands in opposite direction and simultaneously while keeping the small finger together (this causes the package to roll over the knuckles), making the same strength for opening both materials. 2) "straight pull" to open the blister, first the paper tab should be taken with the left hand. With the right hand, take the film tab and pull straight in the opposite direction. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the packages do not open cleanly making sterility difficult with a bd syringe 20ml ll s/c. The following information was provided by the initial reporter: it was reported that the packages do not open cleanly and often rip or tear, making sterile drops difficult.